Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 19 days post implant of the ICD, almost 4 years post implant of the right ventricular (rv) lead and 11 years post implant of the right atrial (ra) lead. The patient died approximately 3 years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source. The event occurred greater than three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 694965 implantable tachy lead implanted: (B)(6) 2006; imx49b45 implantable pacing lead implanted: (B)(6) 1999. (B)(4).